Event description:
It was reported that the customer received multiple incomplete bolus alerts due to initiating and not completing a bolus. The customer's blood glucose level was impacted.

Manufacturer narrative:
The t:slim pump user guide indicates as incomplete bolus alert will occur if the user begins to program a bolus but does not complete the request within 90 seconds. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.